Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that no additional tests were performed for the low impedance that was found so the cause could not be determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the rep met with the patient. It was noted the patient uses their stimulation for 5-6 hours each day. A longevity calculation was requested. The following settings were reported to technical services: p1 amp: 0.45v pw: 420us rate: 15hz therapy imp: 666ohms; p2 amp: 1v pw: 440us rate: 15hz therapy imp: 218ohms (low impedance); p3 amp: 70 pw: 420us rate: 15hz therapy imp: 511ohms; p4 amp: 0v pw: 440 rate: 15hz therapy imp: ---. The results were reviewed with the rep, which indicated that with 24/7 use the ins had 86 months remaining. The rep confirmed that despite the low impedance on program 2, the patient did not report any complaints against their therapy; no symptoms were reported. No further complications were reported or anticipated.